Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported adverse event/patient effects of death, mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information available, a definitive cause for the reported death could not be determined in this case. A conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined. The tissue damage appears to be related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Estimated date. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other events referenced in the article are filed on separate medwatch report numbers. Attachment: dan haberman, et al, salvage mitraclip in severe secondary mitral regurgitation complicating acute myocardial infarction: data from a multicentre international study, european journal of heart failure 2019, european society of cardiology, doi:10.1002/ejhf.1565na - attachment: [article cn-004750.pdf]

Event description:
This is filed for death. This event was captured based on literature review of the article: "salvage mitraclip in severe secondary mitral regurgitation complicating acute myocardial infarction: data from a multicentre international study", which identified a patient that had a posterior leaflet tear that occurred after a second mitraclip was implanted. An urgent mitral valve replacement surgery was performed, however the patient died. No additional information was provided.